Manufacturer narrative:
Correction - should have been marked as serious injury instead of malfunction. Correction - adverse event should have been marked. Correction - required intervention to prevent permanent impairment/damage (devices) should have been marked.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped (B)(6) 2020 due to oversensing.